Event description:
It has been reported that the AED did not advise a discharge, possibly causing a delay in life saving therapy, and will be considered a serious injury: however, no direct harm to the patient or user was reported.